Event description:
The user facility reported that the device was cultured as part of routine infection control processes. The channels of the device were said to have been flushed and cultured. The initial test was said to have been positive. The device was reprocessed; however, a second and third test was also said to be positive for bacterial growth. The gastroscope was said to have been reprocessed prior to each culturing. The infection control department stated to have performed an internal investigation and reported that there have been no reports of patient infections associated with this matter.

Manufacturer narrative:
Olympus followed up with the user facility by phone and in writing to obtain additional detailed information, but only limited information was provided. The device was returned to olympus for evaluation. The evaluation found evidence of white residue inside the channel port and suction cylinder port. Additionally, scrape and tear marks were found in the biopsy channel at the bending section. There were also multiple scratches on the insertion tube and distal end cover, and dents on the distal end cover. The cause of the reported phenomenon cannot be conclusively determined. However, evidence of residue suggests improper reprocessing of the device. An olympus endoscopy support specialist has been dispatched to provide the user facility in-service training on appropriate reprocessing of endoscopes. If significant, additional information becomes available at a later date, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.